Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "is the current patient status known? Patient is well and operation was finished as expected. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No" an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip applier is dissecting vessels as the clips are being applied.